Manufacturer narrative:
The allegation of high impedances was confirmed. Microscopic visual inspection revealed all wires broken in the lamitrode approximately 9.5cm from the end of the stim end paddle leading to high impedances. Setscrew marks were seen on the terminal block electrode at the terminal end. The root cause of the break is consistent with over stress conditions.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: 04 92 03 77 77.

Event description:
It was reported that patient's lead had high impedances on all contacts. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.